Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display was found to be dim with red letters; the returned battery cap was used for testing. The keypad was found to be peeling off and the buttons on the keypad were found to be intermittently unresponsive to testing. The audio bolus button was hard to push, and a puncture was observed in the audio bolus button. The keypad was removed for further investigation and contamination was found under all button contacts. The pump was returned with the belt clip glued to the pump case and was unable to be removed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display with red letters, intermittent keypad functionality, and contamination under all button contacts. This report is made based on results of investigation completed on (B)(4) 2015.